Manufacturer narrative:
Device received with broken battery tube threads and minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No prime or fill anomaly noted. Device passed self test. No missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there were scratches all over the screen which obstruct the customer¿s ability to see what's on the screen. The customer¿s blood glucose level was unknown. The customer also reported hairline crack and missing chunk on the battery compartment. The customer reported that the insulin pump stopped during the priming process like a blockage. The customer declined troubleshooting. The device will not be returned for analysis.